Event description:
Sixty-year-old female originally had implants placed in 1979. These were removed in 1987 and replaced with present silicone implants. Pt complains of painful contractures. Bilateral implants found to be ruptured at time of removal. No MFR identification possible from implants. Location of placement of these implants unknown.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: other. The device was not destroyed/disposed of.